Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 399945, lot# v016507, implanted: (B)(6) 2007, product type: lead. Product ID: 377660, lot# v016070, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported the patient¿s implant had not worked for six months or more and a manufacturer representative was requested to check the device. It was noted there was no known accident or incident related to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.